Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that on an unspecified date approximately a year ago the patient experienced elevated blood glucose (bg) and was hospitalized. The reporter stated that the patient's healthcare provider (hcp) stated the pump was not delivering insulin and the patient discontinued insulin pump therapy and was put on insulin injections instead. No bg values, signs/symptoms of hyperglycemia, or details of treatment were provided. The reporter stated that the patient did not contact animas about the issue previously and just remained on multiple daily injections (mdi). The reporter stated that the patient's hcp now wanted the patient back on the pump; however the patient had misplaced the pump. The pump was not available for troubleshooting at the time of initial contact. Customer support made attempts to contact the reporter for additional information and troubleshooting, without success. This complaint is being reported based on the allegation that the patient was hospitalized for hyperglycemia associated with an inaccurate delivery issue.